Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 3/9/16, 3/11/16 - medical records received. Medical records reviewed for MDR reportability. Medical records reported instability, leg length discrepancy, malpositioned/vertical cup, dislocation x 2, and patient stating she developed an autoimmune disorder. The cup will be added to complaint as it was revised related to its being vertically positioned. The complaint was updated on: mar 23, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Xrays were reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.